Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the keypad buttons have been intermittently unresponsive over the past couple of days. She noted that the up arrow keypad button feels indented. The family member denied physical damage to the keypad; denied exposing the pump to water; and stated that the pt wears the pump around his waist.